Manufacturer narrative:
The reported event of low pacing impedance was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or patient anatomy. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead was exhibiting low impedance. The atrial lead was explanted and replaced. The patient was in stable condition.